Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During an emergency percutaneous coronary intervention (pci) procedure involving the use of one resolute integrity coronary drug eluting stent and one intuition guidewire, it was reported that both devices were used in the patient that had expired by approximately 11 days for the resolute integrity des, and 21 days for the intuition guidewire. It was noted that the expiration date was not rechecked prior to use. The stent used had a "use me first" label, so it was assumed that it was still within its usable period. It was not until after the procedure that it was discovered that the stent had already expired. The facility has a low pci volume. There were no issues noted when removing the resolute integrity stent from the hoop/tray. The resolute integrity stent was inspected with no issues and negative prep was not performed. The IFU was followed for the intuition guidewire. The lesion was pre-dilated. The stent did not pass through a previously-deployed stent. No patient complications or symptoms were reported as a result of the event.